Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient had a break in aseptic technique (home patient did not wear a mask when performing therapy) which caused peritonitis. The patient was diagnosed with and hospitalized for peritonitis. The patient was treated with unknown antibiotics (type, dose, frequency, and route unknown). Three days later, the patient was discharged from the hospital at the time of this report, the patient was recovering from the peritonitis. No additional information was available at the time of this report.